Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn from the down arrow button to the end of ok button. The up arrow button was intermittently unresponsive. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and contrast button contacts. Evaluation also revealed a dim, fading and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was intermittently unresponsive. Evaluation revealed evidence of contamination under the up arrow, down arrow and contrast button contacts. Evaluation also revealed the display screen to be dim, fading and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.